Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event. The scheduled explantation date is (B)(6) 2021. Reason for device explant and/or reoperation: right breast prosthesis deflation, left breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 17-mar-2021, the mentor failure analysis lab received the device for evaluation. On 18-mar-2021, mentor received additional information about the event. The patient was diagnosed with left breast prosthesis deflation. The right breast prosthesis was removed intact. Block b1 ¿is product problem¿ no longer applies to this event and in block h6, medical device problem code has been updated to a24 ¿adverse event without identified device or use problem¿. The patient had her removed breast prostheses replaced with mentor smooth round moderate profile 275cc saline breast prostheses. On 21-mar-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient underwent an exchange of the breast implant. Upon removal, it was found intact. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with mentor siltex round moderate profile 250 cc saline breast prostheses when the right breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in her left breast. Right breast prosthesis deflation and left breast capsular contracture were confirmed by a doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.